Event description:
It was reported that there was a shock equipment malfunction. There was no patient harm, but it is unknown if the event occurred in use on a patient.

Event description:
It was reported that there was a shock equipment malfunction. There was no patient harm, but it is unknown if the event occurred in use on a patient.

Event description:
It was reported that there was a shock equipment malfunction. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for the replacement of the capacitor and therapy pca. Upon conclusion of the evaluation, it was determined that the capacitor and therapy pca required replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. The faulty component has been requested for failure analysis, but it is reportedly unavailable for such. The device remains at the customer site and no further evaluation is warranted at this time.